Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 5101. Sn# (B)(6). Model: rechargeable neurostimulator. UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, and lead migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator had a fall and have pain around the implant site location. The patient was instructed to contact their physician if the pain continued. The physician contacted the representative and reported the patient had a CT scan done and the physician ordered an x-ray and set a follow up appointment. The representative spoke with the patient and helped turn off the stimulation to the device to rule out any stimulation-related pain. The patient had their follow-up appointment with their physician, the implant site looked good. The physician mentioned they were considering prescribing the patient non-narcotics for the pain, but the patient's pain has improved some since the incident. The x-ray showed concerns of lead migration, but symptom control is still good. The patient denies any pain related to the stimulation, and there are no impedance issues. Later, the patient had a pocket revision and lead revision. The physician noted that the lead had migrated on the imaging from x-ray provided by the md's office in comparison to the implanting images. The lead was replaced and the ins battery was re-implanted in a new pocket, due to the initial pocket causing discomfort for the patient. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, neurostimulator: (B)(4).

Event description:
It was reported that a patient with this neurostimulator had a fall and have pain around the implant site location. The patient was instructed to contact their physician if the pain continued. The physician contacted the representative and reported the patient had a CT scan done and the physician ordered an x-ray and set a follow up appointment. The representative spoke with the patient and helped turn off the stimulation to the device to rule out any stimulation-related pain. The patient had their follow-up appointment with their physician, the implant site looked good. The physician mentioned they were considering prescribing the patient non-narcotics for the pain, but the patient's pain has improved some since the incident. The x-ray showed concerns of lead migration, but symptom control is still good. The patient denies any pain related to the stimulation, and there are no impedance issues. The representative will follow up in 2 weeks to check on patient's pain and symptom control. The patient had a pocket revision and lead revision. The physician noted that the lead had migrated on the imaging from x-ray provided by the md's office in comparison to the implanting images. The lead was replaced and the ins battery was re-implanted in a new pocket, due to the initial pocket causing discomfort for the patient. A follow-up appointment is in a week to check on the patient post implant. There were no additional patient complications.